Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for an patient for the treatment of a fusiform 64 mm in diameter abdominal aortic aneurysm. It was reported that the patient passed away. The cause of death is unknown. No additional clinical sequelae were reported.

Event description:
Additional information received from clinical. The patient was scheduled to have a sigmoidoscopy . However, the patient experienced mesenteric ischemia that required in patient hospitalization. The patient was treated with medication but expired the same day. The event was assessed by the investigator to be not device or procedure related.